Event description:
A health care professional reported that during the anterior vitrectomy surgery, surgeon was not getting any aspiration or cutting but on the system screen it appeared that was working and then device was reprimed and tried irrigation-aspiration step, cut steps even though device still did not work. And also noticed the irrigation line was full of bubbles with air in the line. Surgery has been completed by alternative machine. Patient impact has been not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.